Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported they noticed the charging cord for their communicator was ¿not fitting correctly¿ and was not taking a charge. The patient stated the cord seems to not fit all the way like it used to and referenced the cord being loose in the port because it is not snug like it used to. The patient stated they have tried a couple of different outlets, but that did not resolve the issue. The patient confirmed the communicator has not been wet or dropped. When asked the event date, patient stated, ¿it's just been a matter of maybe 5 days,¿ then stated, ¿I think it was over the weekend - I called you guys and you were closed and then the weekend started, so right before the weekend,¿ and then patient stated, ¿so like 5-7 days¿. An email was sent to the repair department to replace the communicator. The communicator port was loose, and cord does not make full contact inside the port. The communicator is no longer charging. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 22-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis found the communicator passed battery charging bench test and failed final functional jbal test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.